Event description:
It was reported that the pulse generator could not be interrogated. The programmer indicated to insert a magnet into the wand. A surface ECG showed base rate pacing with frequent loss of capture and the patient's underlying rhythm coming in after that. Magnet application did not affect the pacing rate. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.